Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer pump became cracked after dropping it. Reportedly, the pump was still functional. The customer experienced an elevated blood glucose (bg) level in the mid 200's mg/dl range. A correction bolus was administered to address the bg level. The contact reported that the customer was to use manual injection for insulin therapy.